Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked in multiple locations; the embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the ruby coil was kinked in multiple locations. These kinks were likely incidental and may have occurred while packaging the device for return. Due to the returned condition, the ruby coil could not be functionally tested during the investigation. Therefore, the root cause of this complaint could not be determined. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (avm) using ruby coils. During the procedure, the physician successfully deployed and detached two ruby coils into the target vessel using a lantern delivery microcatheter (lantern). The physician then flushed the lantern and attempted to deliver a new ruby coil into the patient. However, the ruby coil was unable to advance out of the tip of the lantern. After three failed attempts to manipulate the lantern and advance the ruby coil through it, the physician removed the ruby coil. The procedure was then successfully completed using four new ruby coils and the same lantern. There was no report of an adverse effect to the patient.